Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the left eye (os) at 1 day post op exam. A brief description from the surgery center indicated the patient was hit on the left eye by her infant son. The flap was refloated/lift and rinse to resolve the striae reported. Bcva from (B)(6) 2015: right eye pre-op 20/20 -.1.50 x -.50 x 103; left eye pre-op 20/20 -2.25 x -.50 x 89.